Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The lead was ultimately not used, and a new lead was implanted. There were no patient consequences.